Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 3 years post-implant, it was reported that the pt experienced intermittent pump stoppages while connected to the power module. Approximately two days later the MFR's technical service personnel replaced the pt's percutaneous lead due to possible wire damage.

Manufacturer narrative:
The pump remains implanted and in use by the pt; however, the replaced percutaneous lead was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.